Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed due to unspecified reasons. An ams700 21cm cx device and 100ml conceal reservoir were implanted. (B)(4) has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.